Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever was broken at the weld. During functional testing it was observed that when the handle was actuated the jaws clamped. The green button could not be pressed and the handle would not spring back to the open position after squeezing. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was damaged. The damaged component prevented the green firing button from operating and the device from firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent assy actuator grasper may occur if the instrument handle is forced to return without pressing the green button. Under this scenario the grasper actuator is located in the firing rack and forced to return back causing the component damage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further acti ons have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectum resection in a low anterior resection laparoscopic procedure, the surgeon was able to press the green button but could not squeeze the handle, therefore the device did not fire. Another handle was used to complete the case. There was no patient injury.